Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that for the last 3-4 weeks he was not able to hear with the device. The clinic reported that the floating mass transducer had been dislocated. When examined through the ear canal it appeared like the conductor link was damaged. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. Furthermore, it was reported that the floating mass transducer (fmt) is dislocated from its intended position. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The loss of sound was sudden. Re-implantation is considered.